Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. Upon power up an error code was indicated. It was determined that the micro processor board was faulty. The micro processor board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the micro processor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing, and there was no patient involvement.